Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose was 307 mg/dl at the time of the incident and current blood glucose was 363 mg/dl. The customer¿s blood glucose was 400 mg/dl. The customer was treated with bolus. The customer does not allege pump was under delivering. It was reported that they had received insulin flow block alarm. It was reported that the customer was auto mode during high blood glucose. The insulin pump will not be returned for analysis.